Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up, when the wired foot pedal was plugged in both pedals activated the werewolf wand even without touching them. The pedals did not ¿bounce back¿ and made the wand unpredictable and unusable, the springs might be broken. There was a back-up device available and no surgical delay was reported. There was no patient involvement.

Manufacturer narrative:
H10 h3, h6 the reported device was received for evaluation. Visual inspection observed the cable connector is bent, a heavily rusted base and chassis, and one handle is broken. Due to the condition the device was returned in, it cannot be tested for the reported issues. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.